Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous external iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during the initial inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.